Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a drop of solution from a leak at the middle right side edge area of the bag. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifty (50) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered after compounding, prior to patient use. There was no patient involvement. No additional information is available.